Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the company representative (rep) regarding a patient receiving morphine (25 mg/dl/ 9.7 mg/day) via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient had an magnetic resonance imaging(MRI) on (B)(6) 2022 which stalled and recovered shortly thereafter. The healthcare provider (hcp) stated that the patient had a motor stall on (B)(6) 2022 and a tube set alarm on (B)(6) 2022. The hcp stated that the pump recovered after the interrogation today. The hcp stated that the patient said they did not have an MRI that day but they did have CT scan and x-ray. The hcp stated that when she accessed the pump, she expected 4.8 ml and aspirated 8 ml. The technical services reviewed telemetry state the patient was adamant that they did not have an MRI that day. The technical services (ts) reviewed that if the pump stopped infusing on (B)(6) 2022, we would expect there to be 32 ml in the reservoir. The hcp stated that they were leaning towards replacing the pump since they cannot confirm that it was working properly. The hcp mentioned symptoms of numbness but stated that they are related to the pump therapy.

Event description:
Additional information was received from a healthcare provider (hcp) via company representatives who reported that the patient experienced a gradual reduction in efficacy, and there were no environmental, external, or patient factors found that may have led or contributed to the issue. Per this hcp, the expected volume at the 19-oct-2022 visit was 4.7 ml and the actual volume was 11 ml. At the visit, they determined that the pump had not been stopped, but was still probably not fully functional, so the pump was replaced. During the procedure, they tried to remove the drug from the old pump but were only able to get 4 cc. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.